Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrtn) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and prolonged hospitalization. During the case a pericardial effusion was noticed after there was a drop in blood pressure in the middle of the procedure. The effusion was confirmed by intracardiac echocardiography (ice), the physician introduced an 8f soundstar catheter in the right atrium and discovered the pericardial effusion. Intervention included pericardiocentesis and the patient left with a drain. The patient was reported to be in stable condition. Patient fully recovered, however, required extended hospitalization (patient stayed overnight so that the drain could stay in place in the pericardium). To note, they never completed any ablation during the procedure. The physician believes the thermocool smarttouch sf perforated the right ventricle during the electrophysiology (ep) study, but this was not surgically confirmed. The highest force values that were observed on the thermocool smarttouch sf catheter was 20 grams. Only the thermocool smarttouch sf and the decanav catheter were in the body at the time of the injury. No ablations were performed, no catheter exchanged occurred and no transseptal puncture was performed.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrtn) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and prolonged hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 20-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).